Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing muscle stimulation on (B)(6). Upon review, the patient's pulse generator exhibited backup operation due to event queue overflow. A device download was successfully performed.